Manufacturer narrative:
Pump received with cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip and cracked reservoir tube. Drive support was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Blood glucose level at the time of the incident was 114 mg/dl. The customer also stated that the drive support cap was flush. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.